Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on her insulin pump. Customer did not have any damage and the pump was not dropped, bumped, or exposed to moisture. Customer stated that they are using the recommended batteries. There is no damage on the battery cap contacts. Customer inserted brand new batteries but the display did not return. Customer removed the battery and left the pump without a battery for 10 minutes before inserting a new one. Customer stated that the display did not return. Customer agreed to replace the pump.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. The insulin pump had cracked reservoir tube lip.